Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was aborted a left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging of the laa was performed prior to the procedure. Venous access was obtained. A watchman trusteer access system (was) with versacross connect (vcc) transseptal system was advanced into the superior vena cava (svc). The fossa ovalis was visualized yet poor visualization on fo tenting was encountered. Both the was and vcc system had to be re-maneuvered into position. Initial radiofrequency (rf) buzz was performed but was unsuccessful, so a second rf buzz was required. The vcc rf wire appeared to cross into the left atrium (la) yet was unable to be visualized on tee. The vcc rf wire was brought back across the septum into the right atrium, and a new tsp attempt was initiated. Great visualization of the tent on the septum on both bi-caval and short access views on tee was noted. Tsp was re-performed and the was and vcc system were advanced into the la. The vcc dilator was removed, and a pigtail catheter was placed into the laa. Contrast injection for the laa was performed and as sizing was being determined, hypotension was noted. Tee confirmed a pe. A pericardiocentesis was performed and multiple syringes of blood were being drawn out and re-infused back into the patient. The patient became briefly hemodynamically stable, and the pe appeared to be resolving yet returned quickly to being unstable, so the physicians aborted the procedure. The patient was sent to the operating room (or) for exploration and surgical closure of the laa. The patient was in stable condition, sent to the intensive care unit (ICU) for observation, and is expected to make a full recovery.

Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging of the laa was performed prior to the procedure. Venous access was obtained. A watchman trusteer access system (was) with versacross connect (vcc) transseptal system was advanced into the superior vena cava (svc). The fossa ovalis was visualized yet poor visualization on fo tenting was encountered. Both the was and vcc system had to be re-maneuvered into position. Initial radiofrequency (rf) buzz was performed but was unsuccessful, so a second rf buzz was required. The vcc rf wire appeared to cross into the left atrium (la) yet was unable to be visualized on tee. The vcc rf wire was brought back across the septum into the right atrium, and a new tsp attempt was initiated. Great visualization of the tent on the septum on both bi-caval and short access views on tee was noted. Tsp was re-performed and the was and vcc system were advanced into the la. The vcc dilator was removed, and a pigtail catheter was placed into the laa. Contrast injection for the laa was performed and as sizing was being determined, hypotension was noted. Tee confirmed a pe. A pericardiocentesis was performed and multiple syringes of blood were being drawn out and re-infused back into the patient. The patient became briefly hemodynamically stable, and the pe appeared to be resolving yet returned quickly to being unstable, so the physicians aborted the procedure. The patient was sent to the operating room (or) for exploration and surgical closure of the laa. The patient was in stable condition, sent to the intensive care unit (ICU) for observation, and is expected to make a full recovery. It was further reported that cardiac perforation was the cause of the pe. In the physician's opinion, it was assumed the perforation occurred when attempting to cross the septum during tsp. The physician explained that the perforation may have occurred during the two (2) attempts to burn/cross the septum with rf and also when the location of the vcc rf wire crossing was not locatable, so it had to be pulled back across into the right atrium (ra) for a second attempt to cross. The patient fully recovered and was discharged.

Manufacturer narrative:
B5: information added. H6 patient code: cardiac perforation added.